Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to blood glucose level of approximately 700 mg/dl. The customer was treated with intravenous fluids of saline and insulin. At the time of the report with tandem technical support the customer was still admitted to the hospital. Reportedly, intermittent malfunction alarms had occurred. Reportedly, the customer did not have backup insulin therapy. Multiple follow-up attempts were made to gather additional information; however, the customer did not respond to follow-up attempts.